Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the device locked angulation mechanism/knob could not be determined, however, the issue was likely the result of component failure due to corrosion as a result of fluid invasion/leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of bubble at the distal end (leak). This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, the angulation mechanism was found to be locked, likely due corrosion. There was no patient involvement, and no harm was reported as a result of the event.